Event description:
It was reported that a patient underwent a gynecological procedure in 2009. The surgeon was using the device to remove a uterus full of large calcified fibroids. The surgeon had removed approximately 3/4 of the uterus and fibroids when the handpiece bogged down and stopped working. Another surgeon assisted the surgeon to break up the remaining fibroid via access though the trocar, and the remaining fibroid and uterine tissue were removed through an umbilical incision using an endopouch and tenaculums. The umbilical incision appeared to be approximately three centimeters in length.

Manufacturer narrative:
Date sent to the FDA: 10/06/2009. Blade seized/stopped - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.